Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer had a problem with an o2 mixer p.n. Msp161179 s.n. (B)(6): didn't pass blower flow test. No patient involvement.